Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The user facility reported that at the end of an adenoidectomy with myringotomy and tube insertion, the 130187 suction coagulator "exploded in the nasopharynx." Pieces of the blue insulation cover were removed from the nasopharynx. The procedure was completed with no reported surgical delays. The surgeon examined the cavity and stated no burns or patient injury due to this incident. Upon gathering additional information, the surgeon stated that during the procedure the patient was receiving supplemental oxygen via endotracheal tube. The patient did not require additional treatment and has recovered as expected. This report is raised on the basis of a reported malfunction with potential for injury with recurrence.

Manufacturer narrative:
The used device was returned to conmed with original product packaging. Upon visual inspection, the device's insulation was observed to be damaged and missing a piece along the length of the device. The distal tip of the device's metal tube was noticed to be damaged, as if it had melted. Potentially, the observed defects may have been a result of the device's being exposed to or generated high temperatures; combined with bending stress. Substantially high temperatures may also result in the metal tubing to melt. The user facility reported the power settings set at 30 coagulation and 0 cutting. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A review of this lot number, with (B)(4) pieces manufactured, showed no other complaints for this lot product and event description. A two-year review of complaint history revealed no other similar complaints for this product family and failure mode. In that same timeframe, (B)(4) units of this product family have been sold worldwide, making the rate of occurrence of this confirmed failure 0.0005 percent. The instructions for use advises the user of the following. These devices should never be used when: there is visible evidence of damage to the exterior of the device such as cuts, punctures, nicks, abrasions, unusual lumps, or significant discoloration. In the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide, or in oxygen-enriched environments. Where conventional monopolar electrosurgery is inappropriate or unsafe, such as for small appendages, in circumcision or finger surgery. Use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. This issue will continue to be monitored through the complaint system to assure patient safety.